Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post-implant, the implantable cardiac monitor (icm) partially came out. The icm was explanted. No patient complications have been reported as a result of this event.